Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 20x3.50mm, concentric target lesion containing a lesion bend of between >45 and <90 degrees was located in the mildly tortuous and non-calcified ostial left anterior descending artery. After deployment of a 3.50mmx24mm promus element drug-eluting stent to the target lesion, it was noted that the proximal edge of the stent got deformed after being hit by a deep-seated guiding catheter. The procedure was completed with another stent. No patient complications were reported and the patient's status was stable.